Manufacturer narrative:
Initial 2 of 3 e1: name: (B)(6) based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent catheter event during removal on (B)(6) 2026, which resulted in high blood glucose accompanied by symptoms of nausea and meg (mild epigastric discomfort), and was corrected using the pump.